Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history review (DHR): manufacturing location: monument manufacturing date: 08-mar-2023 expiration date: 31-jan-2028 part number: 04.233.040s, rfn/10mm/400mm std bend/pe inlay/sterile lot number: 4801p12 (sterile) lot quantity: 11 this lot met all dimensional, visual, sterilization, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study no: (B)(6). Clinical adverse event received for device breakage device and procedure(relatedness): device related: causal relationship procedure related: not related date of event: 19/09/2024 date of implant: no information provided date of revision: (B)(6) 2024. Device location: left treatment/impact: surgical intervention at the fracture site: depuy synthes products used: catalog ID: 04.233.040s. Lot ID: 4801p12. Component type: no information provided description: retrograde femoral nail advanced: 10mm: length 400mm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot : manufacturing location: monument, manufacturing date: 08-mar-2023, expiration date: 31-jan-2028, part number: 04.233.040s, rfn/10mm/400mm std bend/pe inlay/sterile, lot number: 4801p12 (sterile), lot quantity: (B)(4). Component part(s) reviewed: part number: 04.233.124.2y, poly inlay retrograde femoral lot number: 2017p86, lot quantity: (B)(4), part number: 21131, tialv*ri13.00, lot number: 3416p15, lot quantity: (B)(4). Device history review : this lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.